Manufacturer narrative:
A ge service representative performed an over the phone investigation. A system repair was identified as necessary, however, the customer suspended further service support due to budget constraints. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.